Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: battery depletion, video connector lock part failure. Based on the results of the investigation, the most probable cause of the reportable malfunctions is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image issues, the image would appear and disappear on enf-v4 during set up. There were no reports of patient harm.